Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient reported that with movement or pressure, the ipg moves on his ribs and makes him feel like he has a broken rib. The patient was given pain medication and then underwent a pocket revision. The physician moved the ipg from the right flank area to the lower buttock. The patient is doing well following the procedure.